Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was a 2x11mm, 77% stenosed, calcified segment of the first diagonal. The lesion was predilated with an unspecified balloon. A 2.50 x 12 mm taxus express2 drug eluting stent (des) was implanted in the first diagonal. The stent was not fully dilated. Two days later, the pt complained of an uncomfortable feeling in the chest, and after an electrocardiogram "corrugation" abnormality and stent thrombosis was discovered. Ivus was performed, and confirmed that the taxus des was not fully inflated. Re-inflation of the taxus des using a 2.5 mm quantum maverick balloon at 14 atms was performed. Timi 3 flow was confirmed and the procedure was successfully completed with no additional pt complications. Medication received post procedure included ticlopidine. The pt's current condition is listed as "recovered".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.